Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. The evaluation confirmed that the battery failed to charge and found that the internal battery was physically damaged. Review of the device logs revealed a battery lost communication alarm and a total power failure event. The investigation determined that the reported charging issue and the device failures were due to a defective battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the battery defect was due to a component failure in the internal battery main circuit board (pcb). The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.